Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was having the device removed on march 8th and will be having a competitor device implanted. The reason for ins removal was the device was not helping. Patient reported the device never really helped since implanted. The trial was amazing. When they did the permanent implant, there was a huge difference. It was nowhere near the same. They tried adjusting it. It provided a little bit of relief at some point but then it stopped helping at all. Patient tried multiple pain pills and did not like being drugged up. One of the pain management doctors told patient they could not prescribe marijuana. Patient talked about it 2-3 times and tried using marijuana and it helped. Patient was trying to find some other way to manage the pain and get it under control. Pt is getting a competitor device. Patient also mentioned their belt broke and pt did not know when. Pt also reported they were a very small person body wise. Pt reported the medtronic device poked out of their back. Patient could see the outline of the implant because their body was so small and patient was skinny and when patient sat back they were pushing up against it and sleeping at night was highly uncomfortable laying on it. The device did not work for patient and nothing could be done because pt was skinny.